Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On approximately (B)(6) 2025, the cgm reading was reading high, which caused a much higher dose of insulin to be inserted than needed. No information regarding symptoms or any type of treatment was reported; however, it was noted that the report was made by a healthcare provider, so it was understood that the patient was seen at the hospital for this event. Multiple follow ups to contact the reporter for more information were unsuccessful. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.